Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient sustained a hit at the implant side. Afterwards, the patient had no access to sound. However, no swelling was visible. The external device was found to be functional. Re-implantation is considered for (B)(6) 2014, if a device malfunction is confirmed by the clinic.